Event description:
The unit overfilled a final container with an extra 700 ml from station 6 based on visual inspections of fluid level in source container on station 6 and by refractive index of final solution. The volume displays indicated that programmed and delivered volumes were identical. There were no alarms or calibration problems. The caller stated that he has prestretched the tubing for years and will continue to do so even though the reporter instructed him not to do so. The caller stated the tubing was seated. The bag involved was the first bag of the day. The user was advised not to use the unit, which was swapped out. No pt involvement. 8/12/96.